Event description:
After it was implanted, the cochlear implant device impedance was not measurable. It was subsequently explanted, and the surgeon used device back-up, which was supplied for this patient. No harm to patient.

Event description:
After it was implanted, the cochlear implant device impedance was not measurable. It was subsequently explanted, and the surgeon used device back-up, which was supplied for this patient. No harm to patient.